Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. There was any harm to the patient and no fragment fall into the patient. The procedure was completed with a replacement instrument and a delay of 3 minutes.